Event description:
The customer had an allergic reaction after application, which was expressed with skin reddening and slight blistering. In addition the affected area wetted strongly.

Manufacturer narrative:
(B)(4)